Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has autofill failure. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 UDI number a getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had powered on the iabp, which had alarmed the "system failure". Then the power was recycled and then alarmed which had resulted into the "power up fault code #12". The multiple autofill failure alarms were being recorded in the event logs. Fse had replaced the pcb, front end and b.17 was being reinstalled and 30 psi transducer were being recalibrated. Actually the autofill failure had occurred in the operating mode while testing with a iab catheter and patient simulator. Actually the pim leak test would not start in the service mode and also unable to perform the helium regulator calibration. Then the fse had further replaced the pneumatic module assy and the 30psi transducers were being recalibrated again. All the manifold leak tests now passing the unit had passed all the functional and electrical safety tests per factory specifications. These parts were received with a reported unit failure of autofill failure. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part into the cardiosave test fixture and tested the board to factory specifications. The fat dept. Could not replicate the failure of autofill failure. The front end pcba passed testing. The fat dept. Then proceeded to install part pneumatic module assy. Into the cardiosave test fixture and tested the pneumatic module to factory specifications and the cardiosave the pneumatic module failed testing when an autofill was performed. The fat dept. Observed an autofill failure on the display along with and audible alarm. The fat dept. Was able to replicate the failure the customer experienced of autofill failure. The pneumatic module failed testing. The pneumatic module was the cause of the autofill failure. Sending the front end board to the supplier. Failure analysis received from the supplier for front end board. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department.